Event description:
It was reported that at the beginning of a prostate procedure the physician noted a decrease in fiber vaporization and no power. The procedure was completed with the use of a second fiber at 218,132 joules of use. "No injury to the patient" reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window; the outer flow tubing shows moderate contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.